Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2018-00492 thru 3012447612-2018-00495.

Event description:
It was reported that a patient had very hard bone and the following occurred during surgery as a result: a drill tip broke off, a screw driver tip broke, two inserter guides broke. The procedure was able to be completed using these instruments without reported patient impacts. This is report two of four for this event.

Manufacturer narrative:
The returned drill guide was examined. One lever arm has fractured off the guide body. The cause can likely be attributed to the patient's hard bone requiring larger forces for bone preparation and screw insertion. A review of the DHR did not find any issues which would have contributed to this event.